Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as chylous peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. It was reported the patient was not treated with medicine for the event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.